Event description:
It was reported that an intermate had particulate matter within the bladder. This malfunction was identified during the filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14c014 was manufactured between march 4, 2014 and march 6, 2014. A visual inspection on the unit (via the naked eye) noted white particles between 0.05 to 4.50 mm in size, floating inside the fluid of the reservoir, verifying the reported condition. The particles were identified to be acrylic material via ftir spectrophotometer scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.